Manufacturer narrative:
Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that the pressure sensor of the machine failed to automatically zero. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient nor a delay was noted. It was reported that the pressure sensor of the v60 failed to automatically zero. The v60 was reported to have been replaced with another v60 for operation. A "board" was stated to have been replaced to resolve the issue. Resolution and disposition are pending.

Manufacturer narrative:
Per good faith effort (gfe) response received 05jul2024, the customer inquired a third party for repair. No work was performed by philips and no further information provided by the customer. The customer inquired a third party for repair. No work was performed by philips and no further information provided by the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.